Manufacturer narrative:
(B)(4). The service engineer verified the reported issue and replaced the breath delivery (bd) printed circuit board (pcb) and updated the software to resolve the reported issue. The ventilator then passed all performed tests, calibrations, and performance verification testing.

Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator without any reported harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.